Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that there was a lead integrity alert on the right ventricular (rv) lead for high rv impedance, high rate nst (non-sustained tachycardia) episodes, and high sic (sensing integrity counter) count. The high rate nst suggest noise on the rv lead. A high impedance spike observed and a svc (superior vena cava) lead impedance warning was triggered. There were also intermittent high pacing impedance measurements tip to ring. The lead was explanted and replaced. It was also noted that a home monitor alert triggered due to unsuccessful remote transmissions. Reprogramming of the home monitor was suggested and the monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.